Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if patients have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries >5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.

Event description:
A 6f angio-seal vip was deployed in an antegrade right femoral artery puncture following a carotid intervention. Hemostasis was not obtained and pulsatile blood flow was seen. Hemostasis was achieved with manual compression. Reportedly, the physician did not feel that the anchor was seated well in the artery. The patient was prescribed asa and plavix. Approximately one week post-discharge, the patient reported claudication and pain. Another week later, a doppler ultrasound revealed no flow in the right common femoral artery (cfa). The patient was admitted to the hospital the next day and received heparin (unknown dose/strength). A few days later, the patient was brought to the cath lab for aspiration and laser atherectomy of the thrombus in the right cfa at the puncture site. A percutaneous transluminal angioplasty was also performed, resulting in good flow in the right cfa. The patient is now stable.